Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had recurring unexpected restart alarms, signal too low alarms and displayable history check failed on startup alarms. The customer stated the alarms persisted with several different new batteries. The customer's blood glucose was 56 mg/dl. Customer was able to treat their blood glucose. Troubleshooting found the correct bolus amount was recorded in the bolus history. The customer was advised their insulin pump needed to be replaced. No additional information provided.